Event description:
Caller reported a cartridge alarm with the pump, specifically cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer continued to use the pump for insulin therapy.